Event description:
Consumer alleges his humidifier was smoking and sparking and noticed it was on fire inside. No injuries or property damages were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for eval, but the consumer has not returned the product.